Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen gsf cr-flex femoral component, which is not a zimmer tmt design controlled implant. It is reported by the patient's counsel that the patient received an implant on (B)(6) 2009 and was revised on (B)(6) 2011 due to pain. Event though the tm micro patella (part number 04-212-26101, lot 61183879) and the tm monoblock tibia (part number 05-120-03101, lot 60773451) were involved in the initial surgery, there is no indication that the implants were revised or associated with the event.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specifications. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.